Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture identified the strike plate fractured from the impactor body. Sem analysis determined the common failure mode for the shoulder impactors presented in this summary was a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. All appear to be fast-brittle type fractures. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the strike plate fractured when the impactor was impacted. There was no impact to the patient. Another impactor was used to complete the procedure.